Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and a keypad anomaly. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump buttons were hard to push and the screen went completely black after the battery has been changed. No significant event leading to blank display and keypad anomaly were observed. The customer was assisted with troubleshooting and the display did not return even after the battery cap has been cleaned and a new battery has been reinserted. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and not expected to return for analysis.